Manufacturer narrative:
(B)(4) - supplemental MDR - silicone visible. Four samples and two photos were provided to our quality team for investigation. Through visual inspection, normal amount of silicone was observed on the stopper. Fourier transform infrared spectroscopy (ftir) analysis was performed and confirmed the substance to be silicone used in the manufacturing process. The condition observed is acceptable per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Please see silicone quantity guideline attached. Furthermore, a device history record review was completed for provided lot number 3303142. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll eurographics had silicone visible. The following information was provided by the initial reporter: received a call from clinical products advisor regarding bd syringes 309653 and 3009912 which they have noticed excessive lubricant on the plunger.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. Two photos were provided to our quality team for investigation. A visual inspection was performed. Both photos show normal amount of silicone present on the stopper. The condition observed is acceptable per product specification.

Event description:
No additional information was provided.